Event description:
Initially the pt reported they were hearing a double beep every 15 mins following a refill (several days) and they were very ill. Info from the hcp indicated a motor stall had occurred. The MFR rep reported that upon follow-up with the hcp, when the pump had been refilled, the hcp did not update the pump with the new reservoir volume. The pump's critical alarm was going off reading empty reservoir. The hcp saw the pt and reprogrammed the pt's pump with the new reservoir volume, and the situation was resolved. The pt's pump contained morphine.